Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported through company representative "recall, capsular fibrosis, burns, hot, pain". This record is for the left side. Device remains implanted and it is unknown if it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported through company representative "recall, capsular fibrosis, burns, hot, pain". This record is for the left side. Device remains was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d9, g2, h6

Event description:
Healthcare professional later reported capsular contracture, baker grade ii. This record is no longer reportable to the FDA and will be un-reported.